Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed the lens was torn at the edge. Subsequently, it was removed during initial procedure and they had moved patient to another hospital additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in . The product was not returned. A photo was provided which showed a clear, single-piece lens on a black surface. Viscoelastic was visible on the lens. One haptic was still attached. One haptic was broken, not pictured. The optic was torn into two pieces. The optic edge appeared to be torn and another edge area broken. The optic also appeared cut across the center. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. Based on our observation of the attached photo, the optic edge appeared to be torn. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. It is difficult to make a final determination without evaluation of the physical sample. Please be aware that there is currently a ban on the export of medical devices from the russian federation. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).